Manufacturer narrative:
Additional info: the start of the screw thread is damaged. When functionally checked the set screw would not thread into the head of a sample bone screw. The face of the set screw does not appear to have come in contact with the rod. The nipple on the face of the set screw has little to no deformation. It appear the set screw was cross threaded before reaching the rod cause the screw to stop turning thus causing the break off portion to break off. The above observations are consistent with misalignment.

Event description:
It was reported that the patient underwent an l4-5 tlif to treat degenerative spondylolisthesis. During the procedure, it was found that the rod had migrated due to the set screw not being fully tightened. The surgeon converted to a mini-open procedure to remove the set screw and replace it. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Location : hospital. The device has not returned for evaluation however films were supplied for review which found: ap and lateral views are provided intra operatively of a l4/l5 tlif using solera and capstone. Sometime during the surgery, the rod slid out of position and disengaged the l5 screw. The set screw was subsequently displaced. The x-rays show the rod on the bottom of the film has moved from its ideal position, cephalad, disengaging the l5 screw. This is verified on the lateral view. Capstone and screw position appears satisfactory.